Manufacturer narrative:
The reported event that the screw stopper has broken off was confirmed by the complaint specialist during device evaluation; during the visual inspection the securing screw at the end of the tightening screw was found to have broken off, allowing the entire device to be disassembled. Rough or improper handling such as bouncing, dropping, or overstraining of the device should be avoided and may cause or contribute to the reported event. Handling of the device has most likely caused the reported event.

Event description:
It was reported that during testing conducted at the user facility a screw broke off of the device. No patient involvement or adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility a screw broke off of the device. No patient involvement or adverse consequences were reported with this event.